Event description:
Related manufacturer report number: 1627487-2022-06265. It was reported that the patient was experiencing hypersensitivity to their drg and scs ipgs. Surgical intervention was undertaken and both systems were explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.